Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The patient was experiencing inappropriate shocks. An invasive procedure was performed and an insulation break was noted on the lead. A new rate sensing lead was implanted.